Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the break in aseptic technique was touch contamination. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient was treated for the peritonitis with vancomycin (dose and frequency not reported) intraperitoneally. It was not reported if the patient was retrained in aseptic technique. Nine days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal/extraneal therapies were ongoing. No additional information is available.